Manufacturer narrative:
Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.

Event description:
It was reported on 13 march 2025 a small flexnav delivery system was selected for a procedure. During the procedure it was noted that there was resistance while attempting to insert the delivery system into the patient anatomy. The valve capsule was observed to be deformed. The delivery system was replaced with a new small flexnav delivery system. The patient remained hemodynamically stable throughout the procedure. There were no clinically significant delays in the procedure. There were no adverse effects to the patient. The user believed the excessive resistance kinked the non-abbott guidewire, which caused the deformation of the delivery system. The patient status was stable.

Manufacturer narrative:
An event of advancement difficulty through patient anatomy and kinked valve capsule was reported. A returned device assessment could not be performed as the device was not returned for analysis. However, one image was received from the field showed a kink in the valve capsule. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed, and the product met all specifications. Additionally, the lot was reviewed for similar complaints, and there is no indication of a lot-specific product issue. Based on the available information, the cause of the reported kink in the valve capsule appears to be a cascading effect of the advancement difficulty. However, the cause of the reported advancement difficulty through the patient anatomy could not be conclusively determined. There is no indication of a product quality issue with respect to labeling design or manufacturing of the device.